Event description:
It was reported by the customer that the catheter was placed by anesthesia. It was discovered that one of the extension lines of the catheter became dislodged. There were no fluids or medications running through the catheter at the time. The catheter was immediately exchanged for a new ask-42703-up1. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.